Manufacturer narrative:
The investigation for the console "not detecting purge disk" has been completed. Data logs were reviewed finding the reported issue that purge disc couldn't be detected was confirmed. There were multiple purge disk not detected alarms on that date. The console was returned for evaluation. The purge disc flag was found to be broken (missing at blue retainer). The root cause of the issue was a broken purge disc flag.

Event description:
Us complainant reported that the automated impella controller (aic) is not detecting purge disk. No patient harm has been reported.

Manufacturer narrative:
The impella device was returned and evaluated. The root cause of the issue was a broken purge disc flag.